Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No - lens remains implanted. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vich13.2 implantable collamer lens in the patient's left eye (os). The lens has an excessive vault and there is a refractive surprise. The lens will be explanted and exchanged for a shorter lens. The lens remains implanted.